Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; due to a pinhole on the bending section cover, water tightness was lost. In addition to the adhesive around the objective lens that was found to be peeled, the evaluation findings are as follows: the adhesive on the bending section cover had a chip; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to wear of the lock engagement lever, the angle knob of the lock engagement lever at engage exceeded the standard value; the light guide (lg) cover glass had a scratch, and the video connector case was deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a leak from the insertion section while using the endoeye flex deflectable videoscope. There was no patient harm associated with the event. The device was returned and evaluated, and the adhesive around the objective lens was found to be peeled. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the adhesive part of the objective lens peeling off could not be determined, however, the issue was likely the result of use stress, external factors, or handling. The event can be detected by following the instructions for use which state: "chapter 3 preparation and inspection 3.3 inspection of the endoscope". ¿4. Visually confirm that there are no abnormal slack, bulges, dents, scratches, holes, or metal wires protruding from the inside of the covering material of the curved part. 5. Grasp the insertion tube lightly with your hand and slide it over its entire length to make sure it does not get caught. 6, make sure that there are no scratches, chips, dirt, gaps around the lens, etc. On the tip of the lens. Figure 3.4 7, check that there are no scratches, chips, cracks, etc. In the adhesive on both ends of the covering member of the curved part. Figure 3.5 8, wipe the video connector with gauze, including the electrical contacts. Also, make sure the electrical contacts are dry and clean¿. Olympus will continue to monitor field performance for this device.